Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer's electrical power supply fluctuating. The ge rep advised the customer to correct the power problem.